Event description:
It was reported that: "when surgeon was drilling the holes, the drill bit broke off inside of the universal drill."

Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.